Manufacturer narrative:
Added: d10 (concomitant). Stroke: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: no logs were returned. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported "aic was giving a high purge pressure alarm. Rn updated local field support today that they change the purge solution from sodium bicarbonate to heparin and since making the change, the alarm has resolved. Care team has no other questions or concerns at this time regarding the alarm."

Event description:
A 51-year-old female patient with a history of diabetes mellitus and hypertension received an impella 5.5 device for management of acute decompensated heart failure with cardiogenic shock as a bridge to heart transplantation. The patient was also supported with an extracorporeal membrane oxygenation device. On the fourth day of treatment, systemic anticoagulation was discontinued due to a surgical intervention. As a contribution of the impella to the development of stroke cannot be ruled out, it will be coded to the device. On the sixteenth day of support, the patient developed a stroke. As of the latest update, the patient remains on mechanical circulatory support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.